Event description:
It was reported that during a lp nephrectomy procedure, the device misfired and was spitting 2 clips at the same time. Unsure as to which firing it was. Case completed with another device of the same product code. No pt consequence.